Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon could not open the jaws of mcs, they removed the instrument under direct visualization to check and discovered that the cable was torn and broken as in attached images. They decided to replace it with the same kind of instrument to continue procedure. The procedure was completed with no reported injury.